Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician was doing the stent procedure, the nurse recognized that the wire couldn¿t pass through the oa-10. Olympus visiglide 0.025 straight wire was used in this case. User error: incorrect size wire guide used. (367139) so she changed another oa-10 and the case finished. (371442). Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No. 1. Please indicate where the device was stored prior to use. It was stored in their own cabinet. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus visiglide 0.025 straight wire was used in this case. 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. No. 4. Was the wire guide inspected for damage prior to use? No. 5. Was the device at the centre of the complaint inspected for damage prior to use? No. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? Yes. 7. If not with the device in question, how was the procedure finished? They used another oa-10 with ttso-10-5. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? No. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf 260. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? No. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Biliary duct(cbd). 5. Was resistance encountered when advancing the wire guide to the target location? Yes, a bit. 6. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. No. 7. Was resistance encountered when advancing the introduction system in place to the target location? Yes. 8. Was resistance encountered when advancing the stent through the obstructed area? N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. No. 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Less than 5 minutes. 10. Did any section of the device detach inside the endoscope or patient? No. 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). N/a. 12. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Ttso-10-5, visiglide 0.025 straight. 13. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No. Not applicable if problem occurred at removal.

Manufacturer narrative:
Device evaluation the oa-10 device of an unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to (B)(4) (report reference number 3001845648-2022-00426). Document review as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all oa-10 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted this complaint file is related to pr 367139 which was opened to capture the wire guide not passing through the oa-10 device. This complaint was opened to capture the user error situation. It should be noted that the instructions for use (ifu0096) states the following: ¿wire guide diameter and inner lumen of wire guided device must be compatible¿. There is sufficient evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could be attributed to the use of a non-recommended size wire guide for the procedure. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per additional information received a 0.025" wire guide was used. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to completion of the investigation on 01-dec-2022.